Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fully battery deplete form 60% and shut off within one day. The customer's blood glucose (bg) level was 314 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy. The customer stated the healthcare provider would be contacted regarding corrective action to address bg level.